Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor has never been used because the battery of the machine was leaking. No troubleshooting indicated. The monitor status was unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 2490g, serial/lot#: (B)(4): the remote monitor was returned and disposed at contract manufacturer before analysis. Analysis will not be conducted; however, an investigation was completed with the information provided in the complaint file. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was returned and disposed.